Event description:
When the doctor was strapping the mesh into the patient, the securestrap device would not fire. The handle was stuck and wouldn't fire the absorbable straps. A new securestrap device was opened.